Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted with resetting the pump, but the issue persisted. Consequently, a replacement pump was arranged, and the customer was advised to utilize multiple daily injections as a backup insulin therapy. The customer was guided to place the faulty pump in storage mode and return it using a pre-paid label within 10 days.